Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced a fall and thereafter the ipg stopped working. As a result, surgical intervention was undertaken where the ipg was explanted .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.